Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and mesh was implanted. The patient reported experiencing foreign body reaction to pp mesh causing asia, pelvic pain, urinary retention, primary ovarian failure, myalgia, arthralgia, cognitive issues, chronic fatigue, worsened urinary incontinence, further mesh implantation as was not believed mesh was cause, fevers, strep mitis bacteraemia, psoriatic arthritis, autonomic dysautonomia, autoimmune syndrome induced by adjuvants, autoimmune encephalitis and psoriatic arthritis. The patient further reported debilitating, lifechanging, economic loss as now unable to work and chronic pain, cognitive deficit and relationship changes. The mesh was explanted on (B)(6) 2023. No further is information available as the reporter details have not been disclosed (confidential).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned h6 clinical code: e2402 - primary ovarian failure, myalgia, arthralgia, cognitive issues, autonomic dysautonomia